Event description:
The medtronic mis ultralite microcatheter was advanced into the anterior choroidal artery, and with the use of a micro guidewire, the physicians were able to advance the tip of the catheter far distal into the anterior choridal artery and beyond the choroidal point and adjacent to the arteriovenous malformation (avm). Embolization was carried out with a 66:33 mixture of glue (nbca) and lipoidol, respectively, to which tantulum powder was added. There was excellent penetration of the nidus and closure of the feeding pedicle. Upon withdrawal, however, the tip of the microcatheter could not be removed, and during this retraction moment, the anterior choroidal artery straightened itself out, and some of the embolic material flowed retrogradely towards the origin of the anterior choroidal artery. The distal part of the ultralite microcatheter which measures about 20 cm in length was elongated to extend all the way from the intracranial cavity down to the groin, and was cut off at the groin level. No recoil of the microcatheter occurred, and the distal part remained visible at the level of the common iliac artery on the right side. The physician's opinion is that there is satisfactory near complete obliteration of the avm, and the pt remained neurologically intact and in good neurological condition except for some visual deficit; the physician is not attributing the deficit to the microcatheter. Followup examinations by CT and cerebral angiogram showed no evidence of recurrent hemorrhage, no evidence of cerebral vasospasm or vessel occlusion, and minimal changes (as compared to pre-embolization tissue) of the distal right middle cerebral artery (mca) branches over the surface of the right frontal lobe.